Event description:
It was reported that the patient was having low voltage alarms while connected to batteries. The batteries and battery clips were cleaned bit the alarms still occurred. The log files were reviewed and found several low power and power cable disconnect alarms while on battery power. There was also a loss of power to the mobile power unit (mpu) on (B)(6) 2024. The system was supported until the backup battery fully depleted and the system stopped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4 - additional device information: correction - the serial number was unknown. D4 - additional device information: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The submitted controller event log file contained data spanning 4 days (04oct2024 ¿ 07oct2024 per the timestamp). The log file captured no external and low voltage hazard alarms on (B)(6) 2024 from 22:37:32 to 22:37:40 due to a loss of external power while connected to the mobile power unit (mpu). The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power and pump function was not affected. The pump maintained a speed within the expected range throughout the log file. Multiple requests were made to obtain additional event information (including if the cause of the loss of power was determined and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.